Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] all channels: filamentous fungus (17 cfu), staphylococcus hominis and staphylococcus pasteuri (the total cfu of the staphylococcus hominis and staphylococcus pasteuri is 2 cfu) [second time; (B)(6) 2020] unspecified channel: moraxella sp and coagulase-nagative staphyloccocci (the total cfu of the moraxella sp and coagulase-nagative staphyloccocci is 11 cfu) instrument channel: staphylococcus hominis and filamentous fungus (the total cfu of the staphylococcus hominis and filamentous fungus is 3 cfu) air/water channel: staphylococcus hominis (1 cfu) distal end: micrococcus luteus (1 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.